Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/7/2019. Device evaluation summary: it was reported that a patient underwent breast augmentation revision with mentor siltex round moderate profile 350cc saline prostheses and experienced bilateral deflation post procedure. In 2016, when the patient was 54, right sided deflation occurred. Mentor became aware of the right sided deflation in 2016 and reported it in an alternate summary report per the regulatory reporting agreement in place during that time. On 1/21/2019, mentor became aware that the left prosthesis had deflated in 2018 when the patient was 56. Upon receipt by mentor the device returned without fluid. Yellow material was observed within the device and on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.7 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 6415362, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with mentor siltex round moderate profile 350cc saline prostheses and experienced bilateral deflation post procedure. In 2016, when the patient was 54, right sided deflation occurred. Mentor became aware of the right sided deflation in 2016 and reported it in an alternate summary report per the regulatory reporting agreement in place during that time. On (B)(6) 2019, mentor became aware that the left prosthesis had deflated in 2018 when the patient was (B)(6). As a result, bilateral explant without replacement was performed on (B)(6) 2019. This report relates to the left prosthesis.